Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. During the manufacturer's technical inspection of the returned device, the error description provided by the customer, "the device does not operate when turning on. The light power is turning on but the device cannot operate and no signal on the screen", could not be confirmed. This was the second time the customer has sent in the unit with the same failure description. Investigation results in both cases are without any findings. No irregularities or product defects were found. Therefore, the cause can be attributed to a customer fault by using the device. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that device does not operate when turning on. No negative impact in state of health reported.